Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time.

Event description:
Olympus was informed that post a therapeutic endobronchial ultrasound (ebus) procedure; the patient¿s x-ray revealed a pneumothorax. There was minor bleeding observed that subsided on its own. The user facility reported that patient was placed on a nasal cannula and underwent repeat x-ray to monitor the patient¿s condition. The patient remains hospitalized. Additionally, the user facility reported the needle was inspected and tested prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and update the device lot number. The device was returned to olympus for evaluation. A visual inspection was performed and found the needle adjuster loose unlocked and retracted pass the triangular marks. The needle slider was tested and found that the needle would extend; however, the needle could not be retracted. It is possible that the needle was broken internally. The evaluation found a minor kink on the insertion portion of the device. The kink was not affecting the functionality of the needle passage. The cause of the reported event could not be conclusively determined; however, based on similar reports, the most likely cause is excessive force or improper use during the procedure. The instruction manual warns users ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. When inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿